Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the manufacturer representative saw the patient on (B)(6) 2018 and they were taken care of. No further complications are anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a reposition antenna screen and poor communication on the recharger. The last time the patient had stimulation was on (B)(6) 2018. The patient was not able to communicate with another external device. The patient was getting poor communication on the programmer with and without the antenna. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were supposed to meet with a manufacturing representative (rep) at their job to fix their device. The patient stated that they did not have the rep¿s name. The patient stated that they called their doctor¿s office and they told them to call the manufacturer. The patient reported that they were in a lot of pain. The patient was redirected to follow-up with the healthcare provider to have them contact a rep. However, an email was also sent out to local reps in the area. It was reported the event occurred in the last two weeks ((B)(6) 2018). Additional information was received from a rep the next day (2018-02-27), reporting that they reached out to the patient several times. Unfortunately, they stated that they ID dot have a phone when they met the patient, but they gave the rep their son¿s cell phone number to contact. The rep indicated that they had left many messages for the patient with their son, but they had not responded. They stated that they just received the patient¿s cell number, so they reached out to them last night and would be meeting with the patient today. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider and patient. It was reported that the scs system was not working and the ins was "low." No further complications are reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the loss of stimulation, device not working, and inability to communicate was the ins battery going into over discharge. A trickle charge was performed and the patient was able to charge as normal and clear the power on reset (por) message. The issue was resolved and the patient was now using the device. No further complications are anticipated.